Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
Consumer reported plunger is difficult to move, when drawing insulin and injecting insulin. Stated, he's had the issue for years but this is his first time reporting it. He cannot provide the lot number for the boxes he's used over the years but he stated, it was the same product. Lot: 2269201. Catalog: 324909. Date of event: unknown. Samples: yes cl.